Event description:
It was reported that during an uterine ablation procedure, the controller was producing error code 3100 as soon as it is turned on. This was noticed while setting up for a case. The patient was already under general anesthesia. A second controller unit was obtained and used to complete the case with no further problems. The case was deployed approximately 1 hour.